Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that target lesion was 70% stenosed, and the stent was deployed successfully. The balloon was deflated and while pulling the stent delivery system (sds) back, the balloon became stuck in the artery. The sds was able to be removed from the artery, but it then became stuck in the guide catheter. The shaft separated in the guide catheter. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering was unable to determine a conclusive root cause for the difficulty to remove the sds. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in and on the balloon, in the inflation lumen, on the distal shaft, on the hypotube, and on the hub. There was contrast in and on the balloon, in the inflation lumen, on the distal shaft, on the hypotube, and in the hub. There were crimp marks on the balloon between the markers. The balloon was returned loosely folded. The shaft was separated 1.5 cm distal to the guide wire exit notch. The shaft was jagged and stretched at separation. The separated portion was returned for a length of 30 cm. The separated portion was jagged and stretched at the separation. There were five bends on the hypotube 5.0 cm, 64.0 cm, 98.5 cm, 101.0 cm and 102.0 cm. There was no other damage noted to the sds. The guiding catheter used during the procedure was not returned. Product performance engineering reviewed the incident information and analysis of the returned product. Quality analysis of the returned product suggests that the product was prepared for use, the balloon inflated and the stent deployed. Possible causes for difficulty in removing a sds post deployment may include, but not limited to, the balloon getting caught in the stent struts post deployment, the balloon not being fully deflated prior to removing the balloon from stent, poor balloon re-fold, resistance with the guide wire, guiding catheter and/or pt anatomy, or procedural technique. It reported that the stent implant was fully apposed with no difficulty removing the balloon from the stent. Analysis did not note any balloon damage or asymmetrical balloon shape that may have contributed to the reported complaint. The guiding catheter, and guide wire used in the procedure were not returned, which may have aided in the evaluation and determination of the cause. It is possible that the interaction with 70% stenosed lesion and/or interaction of the loosely folded balloon with the guiding catheter used during the procedure may have contributed to the reported difficulty to remove the sds; however, a conclusive cause cannot be determined. The analysis confirmed the reported shaft detachment. The material at the separation was stretched and jagged, which suggest that the separation may be related to tensile overload. Factors that can contribute to separations may include, but are not limited to, removal technique during unpacking, handling prior to and during the procedure, pt anatomy, procedural technique, or interactions between accessory devices. It should be noted that the promus instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. In this case, it is likely that the subsequent force applied to the remove the sds stuck in the vessel/guiding catheter contributed to the reported shaft detachment. It was also noted that there were five bends on the hypotube. There was no mention of this damage in the incident report and it likely occurred as a result from the handling during the procedure or packing and shipment back for eval. A conclusive cause for the reported difficulty to remove cannot be determined, the reported shaft detachment appears to be related to the operational context of the product, and there does not appear to be a product quality deficiency. Product performance engineering will monitor the incident circumstances. To ensure this is not related to a manufacturing deficiency, all sds are visually inspected for damage online. Additionally, a sampling of products is destructively tested for proper balloon deflation, stent deployment, and to verify lumen integrity prior to lot release. This MDR is considered closed by the product performance group.